Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. A review of the batch and manufacturing records could not be performed as no batch number has been provided. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "overinfusion." "The diffusers are filled to 500ml but the diffusion is made in 7 hours instead of 12.5 hours. A priori, there is no vigilance material. This would have been due to misuse."